Event description:
It has been reported that the occlusion balloon moved during the procedure causing a loss of occlusion of the vessel. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician placed a stent and the occlusion balloon moved distally into a larger part of the vessel. This caused a loss of occlusion in the vessel. The physician placed the stent in the vessel. The physician inserted the aspiration catheter into the vessel and aspirated the debris. The physician then removed the device. The pt is reported to be ok.